Manufacturer narrative:
The technician replaced the bushings, bearings, top block and bottom block on the brake mechanism block assembly to resolve the issue.

Event description:
The technician alleged the brake pedal would set in brake, however, when the bed was moved the pedal would pop out of the brake position. No pt impact.